Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one sample was returned without the original package for investigation. During visual inspection, no discrepancies were found. Leak test was performed on the sample returned; the leak test was successfully passed. Complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.

Event description:
It was reported that the pilot balloon inflated during priming, but no air entered the line nor cuff. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.